Event description:
It was reported that approximately two years and two months post port implant via right subclavian vein, the distal segment of the catheter fracture was identified under CT scan and the segment was removed percutaneously. It was further reported that at a later date the port body was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria.there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port MRI isp w/ 8fr catheter were returned for evaluation. Visual and microscopic identified two partial circumferential splits, and one complete circumferential split. The two partial circumferential splits show signs of bulking and smoothing, and the complete circumferential break shows signs of buckling and smoothing, however, the majority of the break is jagged. Therefore, based upon the presence of buckling and smoothing, the investigation is confirmed for flexural fatigue. Flexural fatigue is typically associated with routine use, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (8/2020).

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. Expiry date (8/2020).

Event description:
It was reported that approximately two years and two months post port implant via right subclavian vein, the distal segment of the catheter fracture was identified under CT scan and the segment was removed percutaneously. It was further reported that at a later date the port body was removed. There was no reported patient injury.